Event description:
It was reported that the 9800 sys experienced a communication failure at first boot up and a problem with last image hold. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The communication malfunction was verified. Could not duplicate image problem. Found caps on sec that needed to be replaced. Replaced caps and tested unit for proper operation. The sys was found to be working as intended and placed back into service.